Event description:
It is reported that the patient was revised due to pain. During the revision it was discovered that the baseplate had fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.